Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that when the rn spiked the blood transfusion bag the tubing set began to leak from the port located on the drip chamber.